Event description:
Patient¿s father contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, upon sensor removal due to sensor session failure, sensor wire remained inserted inside patient¿s skin. Patient¿s mother was able to pull sensor out of patient¿s skin with her own fingernails. Against user¿s guide recommendations, patient¿s father removed transmitter prior to sensor patch removal. Insertion site looks inflamed and a small lump is visible. Medical intervention was not needed. At the time of his call to dexcom technical support, patient¿s father reported that patient was feeling fine. Patient¿s father will attempt to install studio and has agreed to send patient¿s cgm data for dexcom to investigate cgm values around the time of the malfunction.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.